Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (b)(46. Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the extended depth of focus intraocular lens (iol) came out with a crack in the optical part when the physician tried to implant it. Account indicated that the doctor felt a little resistance when the plunger was turned. The iol was cut and removed. The procedure was completed successfully with a replacement device. No patient injury was reported. No other medical intervention was required. The patient's visual acuity became the same as before surgery due to edema. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 2, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the visual inspection under magnification was performed on the returned device. The plunger rod was found fully advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device; no cartridge tip or cartridge issues were observed. The lens module was inspected revealing no issues. The device assembly, plunger rod, and plunger rod advancement were inspected revealing no issues. The lens was received cut into three pieces, stuck together, and coated in viscoelastic residue and what appeared to be blood. The lens pieces were cleaned revealing the lens was damaged and scratched. The video provided by the customer was evaluated. The video was reviewed and the images displayed showed the lens delivery, it was also noted that the pushrod was engaging the lens at approximately 90 degrees from where the system is designed to capture the edge of the lens. Once the lens was released from the cartridge tip, there appeared to be damage to the edge of the lens where the pushrod had engage the lens. In addition, it appears that there was a potential mark to the optic. Due to the state of the lens upon receipt, no further root cause could be determined. The complaint issue "difficult to use" was not identified during product evaluation. The complaint issue "lens damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.